Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms and failure to capture. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.